Event description:
It was reported before using the bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were 157 devices with unknown foreign matter inside the tube and 209 devices with air bubbles in the separation gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos showing the presence of fm in the tube; however, these photos do not show bubbles in the gel of the tube. The exact cause for the customer¿s failure mode of fm could not be determined. In addition, 95 retained samples from lot 5015028 were visually inspected with no issues being identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5015028, for the indicated failure mode: foreign matter - unknown. This complaint has not been confirmed for the lot 5015028, for the indicated failure mode: gel airbubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were 157 devices with unknown foreign matter inside the tube and 209 devices with air bubbles in the separation gel. No adverse impact was reported regarding the patient or user.